Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: 97745, serial#: unknown, product type: programmer, patient. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with a wireless external neurostimulator (wens) for an unknown indication for use. It was reported that the controller was stuck on ¿searching for device¿. The patient stated that their wife looked at the system and they thought a wire was loose on their back. No troubleshooting could be done due to a lack of access to the product. Patient services recommended that they try resetting the controller and if that didn¿t resolve the issue they could call their healthcare provider (hcp) or manufacturer representative (rep). It was indicated that the patient¿s trial began on (B)(6) 2020 and ended on (B)(6) 2020. No symptoms were reported. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.